Event description:
It was reported that the numbers were scrolling by themselves on the customer's insulin pump during a bolus programming attempt. Her blood glucose level was 138 mg/dl. No significant events leading to the issue were recalled. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was tested with a test mini link and the glucose sensor simulator, the sensor feature working properly. No lost sensor alarms were noted. The insulin pump has cracked case at display window corners and battery tube threads and minor scratched display window.